Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicted that a 12.1mm, vticm5_12.1, -11.0/3.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. Lens repositioning was performed on (B)(6) 2019 due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2019 the lens was exchanged for a non toric lens and it was reported that this exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens returned dry with residue in a micro centrifuge vial. Visual inspection found; no visible damage to lens. Claim#: (B)(4).